Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. One angioseal sts plus was returned for evaluation. The carrier tube assembly was returned mated with the hemostasis sheath in a rear lock position. The tamper tube was returned along with the suture separately. The arteriotomy locator was returned as well .there was blood like substance observed on all returned components. The suture ends were observed under magnification and it was confirmed that one end of the suture was cut . The tensioner hub frame was disassembled and no suture was observed inside the frame. It was confirmed that the suture had unspooled freely from the frame. The complaint is confirmed. The suture detached form its spool freely; there was no suture contained within the tensioner hub. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
UDI - unknown due to the lot number being unknown. The actual device has not been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record and complaint files. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the suture came off as the doctor was using it. It was reported that it did not cause any issues.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide patient information, the device return date, codes, and the device evaluation. The codes were unable to be selected when the initial report was submitted, the codes are now available and have been selected. One angio-seal sts plus was returned for evaluation. The carrier tube assembly was returned mated with the hemostasis sheath in a rear lock position. The tamper tube was returned along with the suture separately. The arteriotomy locator was returned as well. There was blood like substance observed on all returned components. The suture ends were observed under magnification and it was confirmed that one end of the suture was cut. The tensioner hub frame was disassembled and no suture was observed inside the frame. It was confirmed that the suture had unspooled freely from the frame. The suture detached from its spool freely; there was no suture contained within the tensioner hub. Unspooled suture in the sts plus device has been previously identified to be caused due to manufacturing issues. The manufacturing site will be apprised of this complaint. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. (B)(4). All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.